Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 is not recognized on the bus. A field service engineer verified all boards were lit. All cables and wires were reseated and inseparable were cleaned. The pyxis bus cable was examined. A reboot was performed. Functionality was confirmed in the hardware test application, and the test was completed. The application was launched successfully. Functionality was tested and confirmed successful operations of the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.